Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the duodenovideoscope exhibited a leak in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused physical stress and/or chemical stress from reprocessing applied to watertight of arm cover. The events can be detected/prevented in accordance with the following instructions for use: reprocessing manual 3.4 leakage testing. Olympus will continue to monitor field performance for this device.